Manufacturer narrative:
The manufacturer initially received this event on (B)(4) 2018, however it was sent in MFR report #3004209178-2017-10712. Upon further review, it was determined that this event was not related to the other event reported in MFR report #3004209178-2017-10712, and thus sent separately. (B)(4) 2018 is the date the manufacturer was aware the event needed to be sent separately and the date the new information added was received. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw the call the clinician message and power on reset (por) on the programmer. The patient reported they recently had an unrelated CT scan that could be related to the issue. The patient was redirected to their healthcare provider to resolve the issue. Additional information was received from a consumer on (B)(6) 2018 indicating that the steps taken to resolve the issue were that they spoke with a technician and were sent a new unit, and that would not connect. It was also reported that the por and call clinician message after the CT scan was not resolved and they had to have their doctor reset the unit. No patient symptoms were reported. No further complications were reported.